Event description:
On (B)(6) 2023 sakura finetek europe (sfe) notified sakura finetek USA that the facility received an e-mail from customer letterkenny general hospital indicating that tissue loss occurred on (B)(6) 2023 due to the fact that incorrectly acid alcohol was loaded on the instrument by the customer. The customer did have contact prior with sfe regarding the incident, but tissue loss was not reported during these prior contacts. Sfe application specialist contacted the customer right away and was informed that on (B)(6) 2023 a trainee staff member unsupervised filled station 7 of the processing instrument tissue tek® vip 6 ai bottle with 0.25% alcohol instead of 100% alcohol. Then the processing run ran overnight with 165 blocks (47 cases) including a postmortem case and 1 block of which the lab was already expecting it wouldn't survive processing. On the (B)(6) 2023 the customer communicated that 6 patients received diagnosis without concern, 27 patients received diagnosis with the comment stating morphological artefact caused by the user error, re-biopsy if clinically required. 9 patients could not be diagnosed and re-biopsy needed to be arranged if clinically required.

Manufacturer narrative:
As stated by the customer, a trainee staff member had unsupervised filled the instrument with incorrect reagent leading to the tissue not being processed correctly. The customer used the "pat-dry" technique before reprocessing the tissue. The " pat-dry" technique is mentioned as a reprocessing technique in cases which suffer from under- fixation and under-processing. Although the tissues appearance may have led to believe the tissue was under-processed the root cause for the incident is different. Under-processing can be used for samples which have not received adequate time to ensure full penetration and infiltration of reagents allowing the tissue to be impregnated with paraffin wax. The incident as experienced is related to inadequate concentration of the processing reagents which has prevented proper infiltration of the reagents. The alcohol gradient line has been compromised by the 0.25% acid alcohol in position 7. The clearing media which follows subsequent needs the specimen to be fully infiltrated with alcohol 100% in order to be interchanged to the clearing media. Customer provided microscopy which confirms the incident in which the dehydration of the specimens has been incomplete prior to exposure to clearing media. The supplied process report of the instrument does not show any error during the tissue process run from the (B)(6). The vip 6 ai worked according to specifications. Rootcause is determined to be a use error by an unsupervised trainee staff member. No corrective action is required on the instrument because the vip 6 ai did not malfunction and is working within specification. A unsupervised trainee staff member filled the instrument with the wrong reagent causing the specimens to process incorrectly. Corrective action for the customer is to always have a trained professional user working on the instrument and apply the four-eyes principle where ever possible when changing reagents in the instrument.